Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A clinical review was performed about this case: there is insufficient data within the file to determine the impact of the device use. Device contribution to the reported adverse event is unknown. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during an intervention, the device would not going past the first audio prompt and would not detect the patient through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Event description:
The customer contacted stryker to report that during an intervention, the device would not going past the first audio prompt and would not detect the patient through the defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and could not duplicate the reported issue of device not detecting patient though defibrillation electrodes. The electrode tray was not returned to stryker for evaluation. During evaluation, the device was able to analyze and deliver a test shock with a defibrillator analyzer with no discrepancies. The unit not going past the first prompt indicates that the device was not advancing to the next step due to device not detecting a patient and not analyzing the rhythm. The electronic records were downloaded for review and the detected patient's impedance was consistent with the pads not making good connection to the patient's skin. A cause of the reported issue cold not be determined. The customer's device was archived by stryker.